Event description:
Boston scientific received information that the patient with this pacemaker underwent cardioversion with an externl defibrillator (rv lead is a competitor lead). Shortly after the external shock, the patient experienced 30 seconds pacing inhibition with asystole. The patient is pacemaker dependent. After the cardioversion, the device was tested and all measurements were within normal limits. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.